Manufacturer narrative:
(B)(4). Full UDI not available as the lot# was not provided by the customer. There was no product returned for this complaint. No returned product evaluation could be completed. A manufacturing record review was unable to be performed as no lot number was provided. Case details were reviewed. It was reported that the "upon wire removal was stuck and could not pull out. A part of the wire sheared off. This required an additional procedure to remove the retained portion of wire. Nothing was retained by customer for submission to be evaluated". A manufacturing record review was unable to be performed as no lot number was provided. No unit was returned for evaluation. Additional information was requested. A response was received. It was reported that the wire was bent. The reported patient condition was "fine". No other event details were provided. Based on the report received, the most likely root cause of the issue is undeterminable.

Event description:
It was reported that: "insertion of 4fr microintroducer prior to procedure. Customer states that upon wire removal was bent and stuck and could not pull out. A part of the wire sheared off. This required an additional procedure to remove the retained portion of wire. Nothing was retained by customer for submission to be evaluated. The patient was reported to be fine post the procedure."